Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead due to high rate episodes with oversensing and sensing integrity counter (sic). The patient was admitted and released the following day. X-ray was consistent with partial lead insertion. The patient subsequently followed up with their clinic. The physician determined that the lead was fine and no intervention was taken. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.